Event description:
Patient reported right side pain, hardening, "prosthesis moved", and capsular contracture baker grade unknown of textured device. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
This is baker grade iii. Patient later reported, "right axilla with slight echogenic lymph node".

Event description:
Patient reported right side pain, hardening, "prosthesis moved", and capsular contracture baker grade iii of textured device. Device has been explanted. Patient later reported "right axilla with slight echogenic lymph node."

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a